Manufacturer narrative:
(B)(4). The homechoice device evaluation was completed. The external and internal inspection was performed and there were no issues found. The device underwent and passed the electrical and functional return instrument test/evaluation (rite). A short simulated therapy was performed and was completed successfully. The event history log review could not identify anything in relation to the reported high drain alarm because the therapy information from the month of occurrence had been over-written. A review of the service history revealed no failures or problems that were the same as, or similar to this increased intra-peritoneal volume (iipv) event and there was no indication that the parts replaced during servicing caused or contributed to this event. The reported iipv could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. It was not specified when in the therapy this occurred. It is unknown if the patient was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Although the actual occurrence date is unknown, the event was reported to have occurred in (B)(6) 2013. The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.